Event description:
I am sending this out of an abundance of caution. Unable to determine if this was an equipment malfunction or due to patient's chronic severity of occlusion to lad (left anterior descending artery). Provider notes that they attempted to place a papyrus covered stent across the area of perforation to the lad, the wire appeared to go extraluminal. This was attempted twice. Also notes, the stent would not cross due to disease proximal to the area of the perforation.